Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the blades would not deploy from the smooth sleeve tri star trocar. There was no consequence to the pt.